Event description:
It was reported the patient experienced ineffective therapy. X-ray confirmed the s1 lead migrated. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. During the s1 lead removal, a remainder of the lead was left in the tissue and could not be removed (related manufacturer reference number: 1627487-2022-02643). The lead was left in situ and inactive. An additional lead was placed at s1. Reportedly, therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.